Event description:
It was reported that this pacemaker was unable to be interrogated. The patient was scheduled to undergo a magnetic resonance imaging (MRI) procedure. A magnet was applied but the device did not respond to it. Boston scientific technical services (ts) was consulted and discussed that this device system is non MRI conditional. Additionally, ts discussed that since the device was not able to be interrogated, therefore, not being able to program it into MRI mode, was also considered off label. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated. The patient was scheduled to undergo a magnetic resonance imaging (MRI) procedure. A magnet was applied but the device did not apply to it. Boston scientific technical services (ts) was consulted and discussed that this device system is non MRI conditional. Additionally, ts discussed that since the device was not able to be interrogated, therefore, not being able to program it into MRI mode, was also considered off label. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted no anomalies. Device data was insufficient to obtain battery status. It was noted that the device had no telemetry. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and analysis found evidence of a failure in the supplied battery component.

Event description:
It was reported that this pacemaker was unable to be interrogated. The patient was scheduled to undergo a magnetic resonance imaging (MRI) procedure. A magnet was applied but the device did not respond to it. Boston scientific technical services (ts) was consulted and discussed that this device system is non MRI conditional. Additionally, ts discussed that since the device was not able to be interrogated, therefore, not being able to program it into MRI mode, was also considered off label. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.